Manufacturer narrative:
(B)(4). Device manufacture date: 11/19/2014 - 11/24/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap had inadequate iodine. This was noted before patient use. The reporter stated that the sponge had a tan tint to it; however, the sponge was completely dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 20 of 50.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.